Manufacturer narrative:
Inspection by a MFR representative who went to the site reported seeing a crack along the top of the plastic part of the container underneath the paper sealant. The product has been returned to the MFR.

Event description:
It was reported to boston scientific that while pulling product in preparation for a procedure scheduled later in the day, it was noticed that the packaging was cracked. There was no patient involved in this event.